Event description:
It was reported that the rv lead exhibited high capture thresholds and high pacing lead impedance. The lead was capped on (B)(6) 2017. The patient condition was asymptomatic before and was stable after the procedure.